Event description:
It is reported by the end user of a rash that developed in (B)(6). End user reports using nystatin prescription powder with the area getting better, then worse, and now has reports open weeping skin that itches under durahesive and tape collar. Rash is not where eakin seal touches skin.

Manufacturer narrative:
Additional information was received on september 14, 2015. A batch record review was performed and no discrepancies were noted. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until the completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The product associated with batch 4f02926 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user reports removing appliance, washing with soap and water then rinses and pats dry. Nystatin and sting free protective barrier spray is used then after allowing to air dry, applies eakin seal and wafer. End user states the area opened sometime between (B)(6) to now. The end user will perform patch testing. In addition, a dermatologist appoint has been scheduled for the end user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.